Manufacturer narrative:
Concomitant medical products: 401-02 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead impedances were a little low but were accepted. Several years later, the lead had a suspected fracture and the sensing and pacing thresholds were unacceptable. It was noted that the lead appeared to be intact but there was a problem with a scar at the area where the lead was placed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.